Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The monitoring interface assembly was replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, while testing the unit, calibration failed. There was no report of patient involvement.